Event description:
Stent dislodgement. The report received indicated that during a coronary stenting procedure, the target lesion was pre-dilated to 12 atmospheres then the physician was advancing the stent delivery system; however, some resistance was encountered with the guiding catheter. The physician tried to adjust position, but the stent dislodged, approximately 10-20 mm from the target site. The physician stopped advancing and balloon and withdrew the stent delivery system; to retrieve the stent, the physician advanced a competitor's balloon and removed the stent. The physician completed the procedure using a competitor's stent. Add'l info confirmed that excessive force was not used during the procedure and that there were no anomalies noted while prepping the device or prior to pt insertion. It was further indicated that the target vessel was the left anterior descending (lad), the lesion length was 18-20 mm with a 2.5-2.75mm reference vessel diameter. The lesion was calcified and presented 90% stenosis.

Manufacturer narrative:
The product has been returned for eval and testing; however, as of to date, the eval has not been completed. This device is distributed outside the united states; however, it is similar to the coronary sds/stents distributed in the united states. Add'l info will be submitted within 30 days upon receipt.